Event description:
In deploying the resolution clips, the clip would not detach from the device. The clip handle had to be flexed back and forth to release clip. This happened with 2 out of 5 clips. When the physician rechecked the position of the clips it was noted that clip debris was laying in the bottom of the stomach, the parts of the clip that should have stayed attached to device or the clip itself. The debris was not removed from the stomach. There was no follow-up procedure to remove the debris. There was no patient harm as a result of the event.